Event description:
It was reported that the insulin pump alarmed compromised forced sensor system alarm during rewind. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unable to prime during prime/a33 alarm test due to faulty fsr(gold). No a33 alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.(B)(4).